Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the mc was noticed to be damaged upon removal from the patient, but no detail information was received. Nothing was noted to be obstructing the microcatheter. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. There were no procedural delays due to the event. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: as reported by the field, during a coil embolization of the internal iliac artery for an endovascular aneurysm repair (evar), a carry leon) microcatheret (mc) was flushed and a micrusframe18 8mm x 30cm coil (mfr180830, 30715083) was inserted into the microcatheter and advanced. At that time, there was an intensive resistance felt, therefore, the complaint coil was re-sheathed. The physician noticed that the complaint coil came out of the microcatheter, but the coil was detached from the wire. The physician suspected that the microcatheter was damaged, therefore, the complaint coil and the microcatheter were replaced with other devices. The procedure was completed and there was no negative impact to the patient. A continuous flush was not done. The lesion was the left internal iliac bone. Additional information received indicated that the mc was noticed to be damaged upon removal from the patient, but no detail information was received. Nothing was noted to be obstructing the microcatheter. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. There were no procedural delays due to the event. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30715083 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) caution that if unusual friction is still noticed during advancement or retraction of the coil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire catheter system and examine for damage. Replace it with a new system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization of the internal iliac artery for an endovascular aneurysm repair (evar), a carry leon) microcatheret (mc) was flushed and a micrusframe18 8mm x 30cm coil (mfr180830, 30715083) was inserted into the microcatheter and advanced. At that time, there was an intensive resistance felt, therefore, the complaint coil was re-sheathed. The physician noticed that the complaint coil came out of the microcatheter, but the coil was detached from the wire. The physician suspected that the microcatheter was damaged, therefore, the complaint coil and the microcatheter were replaced with other devices. The procedure was completed and there was no negative impact to the patient. A continuous flush was not done. The lesion was the left internal iliac bone.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30715083 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.